Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted liver wedge resection surgical procedure, the system had non recoverable errors. The vision cart and console able to power off but the patient cart was stuck in error. In logs, multiple communication error present related to blue fiber cable (bfc) not connect. The technical support engineer (tse) asked to the caller to proceed with hard power cycle, checking the bfc connection and reboot the system. The system completed the auto test, powered on without errors and ready to use. The procedure was completed laparoscopically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the system did not power on without any errors. The first part of the procedure was performed laparoscopically and then completed using robotic surgery. There was no increase in port size, and the patient tolerated the change.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The reported event was addressed with phone support. The technical support engineer (tse) guided the caller to proceed with hard power cycle, checking the blue fiber cable (bfc) connection and reboot the system. The system completed the auto test, powered on without errors and was ready to use. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. While a definitive root cause cannot be determined since there was no field service engineer (fse) visit to evaluate the issue, a potential root cause, based on the system logs, may be attributed to lose, improperly seated or disconnected bfc.